Event description:
It was reported that the pt was not receiving any stimulation. Follow-up with the hcp provided that the pt was not receiving stimulation and was experiencing a pre-existing pain/discomfort. The neurostimulator had been implanted to help with the pt's persistent back and lower extremity pain. The stimulator seemed to help his right lower extremity pain specifically, but he continued to have l5 radicular and neurogenic claudicant-type symptoms. His stimulator was adjusted in the office and this decreased the right lower extremity pain, but the back pain persisted and he had quite a bit of pain in the mid to lower thoracic spine, radiating through the paravertebral musculature. He had parasthesias circumferentially in the left lower extremity and somewhat below the knee in the right lower extremity. He did have a feeling of subjective lower extremity weakness. He had not had any new diagnostic testing, although the pt stated that a CT scan was done in the recent past which had revealed some post-operative changes. The pt stated that he was on percocet 10 on a prn basis and was scheduled for an emg and ncv of the bilateral lower extremities. On physical examination the pt had marked tenderness to very light touch over the thoracolumbar spine, worsening of his symptoms with minimal axial loading, rotation of the pelvis as a unit and ratchety giveaway weakness, essentially 4 out of 4 waddell signs. Screening for motor function revealed a ratchety giveaway weakness, but he seemed to have normal bulk and tone throughout. He did have somewhat of a circumferential hypesthesia in the left lower extremity to the mid thigh and in the right lower extremity to the ankle. His reflexes were noted to be +1 and symmetric at the knee and unobtainable at the ankle. There were no pathologic reflexes noted. Rotation of his hips seemed to exacerbate some pain for him. The hcp felt that the pt was having more in the way of low back pain and perhaps more lower extremity symptoms which may indicate some neural compression, although the pt had somewhat of a functional component to his overall exam. Along with the emgs and ncvs of the lower extremities, a myelogram and CT scan of the thoracic an lumbar area was planned. The pt stated that the narcotics that he had been taking had not been very helpful to him, so the addition of a non-steroidal anti-inflammatory agent and perhaps a neuromodulating medication were being considered. The pt outcome was reported as "no injury".

Manufacturer narrative:
A follow-up report will be sent if add'l info becomes available.